Event description:
Customer reportedly received results of 250 mg/dl and 100 mg/dl within 10 minutes on the advantage system. Customer's test strips had been stored in the refrigerator. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.